Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the user can no longer hear with the device. In situ testing showed affected channels. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parent reported that the user could no longer hear with the device. No specific incident of accident or trauma was reported. No change in hearing was noted, however the user is bilaterally implanted. The user was re-implanted on (B)(6) 2022.